Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The involved pump has been taken out of service. Sorin group (B)(4) requested that the pump be returned to them for eval. The investigation is ongoing a follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped and displayed an error code when the user attempted to switch into pulsatile flow control mode. The roller pump was power cycled and the case continued without further issues. There was no report of pt injury.